Event description:
The customer reported experiencing low blood glucose. The customer stated that she was found by a relative and the paramedics were called. When the paramedics arrived they could not get her blood glucose reading, and she was taken to the hospital. The customer was treated and her blood glucose reading was 164 mg/dl. The customer stated that the doctor was not able to determine the reason for her low blood glucose. The customer stated that after being released she had updated the basal rates per her doctor's instructions. Troubleshooting was performed. The customer stated that she tested her glucose level before the low glucose episode and it read 208 mg/dl, so she bolused 3.0 units. The amount of insulin in the reservoir matched to the status screen. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.